Event description:
It was reported that the patient with this electrode exhibited an erosion. It was believed the patient's body rejected the device and thus caused the erosion. An erosion of device was found at lateral implant site and the electrode at xyphoid tunneling site. A revision was performed, and the sicd, along with an electrode were explanted and other electrodes were surgically abandoned. No additional adverse patient effects were reported. No additional adverse patient effects were reported. This electrode was returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).